Event description:
Op report indicated that knee was revised due to instability. Poly insert was exchanged.

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.